Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire broke. The sensor wire was still on the sensor pod. Sensor was inserted at the arm on (B)(6) 2015. No additional event or patient information is available. The complaint device was not returned for investigation. It was reported that the sensor insertion site was at the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, the reported event cannot be confirmed and a root cause cannot be determined.